Event description:
Reportedly during a bronchoscopic examination of the respiratory ways, a ring-like object was seen on the endoscopic image. An attempt of extraction was not successful due to a respiratory deficiency of the pt. The ring-like object remained in the pt and the examination was completed. After the examination, though the date is unk, the pt was expired. The autopsy showed that it was not due to the instrument fault.

Manufacturer narrative:
The referenced product was returned to olympus (B)(4) in (B)(6) for evaluating. The eval confirmed that a portion of the glue on bending section was missing and it was probably the ring-like object that remained in the pt. In addition, there were mechanical damages on the insertion tube and a light crack on the eyepiece unit. The manufacture history record of the referenced product was investigated, and there were not any abnormalities. The cause of this event could not be determined based upon the only info provided. However, since there were some physical damages on the referenced product, it is likely to be caused due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.